Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation, the device was visually inspected and found evidence of foam degradation. There was an error. The service center concludes that the complaint was confirmed and there was evidence of sound abatement foam degradation. The device was scrapped.